Event description:
A malfunction alarm was reported, identified by a specific code but resolved with the assistance of technical support. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to contact support if the problem recurred.